Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 252.24mcg/day at a concentration of 500mcg/ml via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that on (B)(6) 2016 an empty pump alarm occurred as the patient missed a refill. No withdrawal or changes to therapy were reported. Patient¿s father reported that they have not been giving the patient oral baclofen. Per the event logs the pump was empty on (B)(6) 2016 and the low reservoir alarm was on (B)(6) 2016 as expected based on dosing increase.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.